Manufacturer narrative:
Other text: b3: event date unknown. D3, g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection showed a scratched lcd lens, missing battery door and lifted downstream occlusion (dso) seal. No evidence was available to review in the event history logs. Functional testing was performed but the reported issue could not be replicated; accuracy testing showed the pump delivering within specification. The root cause could not be determined as no problem was found. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device failed the accuracy test. No patient injury reported.